Event description:
It was reported that a user experienced difficulty disconnecting the luer connector from the ilet during a supply change, stating the connector would not twist counterclockwise to release, and required rubber jar grippers to remove it. The issue recurred when testing a new connector without supplies, and the user noted this was the first supply change with a replacement ilet featuring a thicker screen. No reported adverse clinical effects. Outcomes included no impact to health, no alerts or alarms, and continued device use. Investigation included telephone troubleshooting and user education. Investigation of this case revealed the connector could not be removed as expected and a replacement box of connectors was provided; the connector packaging lot was documented. It was concluded that the device experienced a connector removal difficulty, and the user planned to continue therapy with new connectors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.